Event description:
The physician called with a stim problem when he paces the his rva on stim channel on it also paces his hra on stim channel two. Pt went into tachycardia, physician was able to bring the pt back to normal sinus rhythm.